Event description:
On (B)(6), 2010, a respiratory therapist reported he heard an audible leak from inomax ds device # (B)(4). There was no harm to pt and no adverse event was reported by the respiratory therapist. The device was replaced with another device and removed from service to be returned to the company for investigation.

Manufacturer narrative:
On (B)(6), 2010, a respiratory therapist reports a huge leaking sound coming from inomax ds # (B)(4). Eval summary: the investigation of the device is complete and is as follows. The device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.